Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the reported phenomenon. Omsc confirmed that the subject device was in a normal condition with no damaged part. It could be attached with no damage when the subject device was attached to the endoscope. It was also confirmed that the subject device would not come off the endoscope if the subject device was put correctly and unless the subject device was removed with damaged condition. The exact cause of the reported event could not be conclusively determined. However based on the investigation, omsc surmised there was the possibility this phenomenon was attributed to the user handling which the subject device was not put the endoscope correctly with not enough firm push, because the returned devise was in a normal condition without any damage. Therefore, it might have been not sufficiently fixed to the endoscope and gradually came off due to contact with the patient body cavity during use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device. It was found that there was no damage which could be cause the reported phenomenon with the visual inspection and it could not duplicate the reported phenomenon. Based on these evaluations, omsc surmised that it might be occurred due to insufficient attaching of the subject device to the endoscope which made not enough fixed then it was easy to come off with just caught on the mouthpiece. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was got caught in the mouthpiece which was worn to the patient and fell off into the patient's mouth when the user withdrew the endoscope at the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure. Immediately after it was occurred, the user removed the subject device from the patient by inserting the endoscope. The user also reported that it was done visual check just after the procedure, the center of the tip of the subject device and there was no problem but there was a crack of the subject device. There was no report of patient injury associated with this event.